Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per internal procedure, the mean of the ratio meter and comparative system inr were calculated. For the first 2 sets of data, the confidence limits cannot be determined. Per email text "patient has taken higher dose due to inratio results." This is adverse event case. Products will be tested when returned. For the rest of data sets, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.